Manufacturer narrative:
The device has been received at the MFR for investigation. An eval was conducted. According to the investigation details the forward trigger shaft was damaged and needed to be replaced.

Event description:
It was reported that the handpiece continued to run on its own at the end of a surgical procedure. There were no adverse consequences reported. No further info was available.